Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was not delivering insulin properly. Tandem technical support reviewed pump data and no device issues were identified; pump was functioning properly. Contact maintained there was an issue with the pump. There was no reported impact to blood glucose.